Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the up arrow is sticking but does work. Customer's blood glucose reading was 300 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the buttons are working intermittently. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Unit received with missing address/serial label, cracked case at display window corners, minor scratched and worn display window.